Event description:
A customer from (B)(6) notified biomérieux of misidentification results when testing two strains of staphylococcus aureus from minced meat with the vitek 2 gp ID test kit (ref 21342). Vitek identified the strain as enterococcus faecium. Biochemical analysis provided by bbl crystal obtained the correct identification. When performing qc testing with s. Aureus atcc 25923, vitek 2 obtained the correct identification. The customer reported there was a delay in results of an unspecified length. There was no patient associated with these strains. Although this event occurred at an industry site, the same product, vitek 2 gp ID test kit, is used in clinical testing as well. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed due to a misidentification of two strains of staphylococcus aureus as enterococcus faecium on the vitek® 2 v6.01 gp card. Note: v6.01 not available in-house, so tests were performed on v7.01. The intended result to s. Aureus was confirmed on vitek® ms v3 (kb v3.0). Reproducibility testing on vitek 2 gp cards from cba (cos bmx) subculture was performed on the customer lot 2420571103 (cl) and a random lot 2420509103 (rl). The testing gave the following results: strain 1- low discrimination between s. Aureus & s. Chromogenes on the cl and very good identification to e. Faecium 94% on the rl. Strain 2- very good identification to s. Aureus 94% on the cl and very good identification to e. Faecium 94% on the rl. The customer result was reproduced in-house only on the rl for both strains. According to the comparison of biochemical profiles obtained on vitek 2, there was one atypical negative test (phos) and one atypical positive test (novo), which led to the misidentification. In conclusion, the issue involves an atypical strain that performs inconsistently in the vitek 2 gp card.